Manufacturer narrative:
The carefusion failure analysis technician examined the turbine and found that it caused a vent inop. The problem was traced to corrupt data on eeprom on turbine interface pcba. The turbine interface pcba was replaced by a known good test turbine interface pcba and the turbine then functioned normally. Duplicated, "vent inop" and "motor fault", complaint allegation. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the turbine is not working and has fault vent inop and motor fault alarm. Led which is located on the turbine driver board is always illuminating red when switch on respirator.